Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump and sent a replacement with updated software. The caller acknowledged the process for returning the problematic pump and will continue using the current pump, resorting to manual insulin delivery if needed.